Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, lot# n186100022, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709sc, lot# n186100022, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Device evaluation. Summary: the sutureless connector was returned for analysis. Analysis found ¿sutureless connector ¿ coring/tears/cuts in seal¿. Leaking was seen during pressure test.

Event description:
Information was received from a healthcare professional regarding a patient receiving medication via an implanted pump. The indication for pump use was intractable spasticity. Per the reporter, the pump and catheter were removed as the patient was having an extensive lumbothoracic scoliosis surgery. The devices were removed prior to that surgery to help prevent post-op infection or csf (cerebrospinal fluid) leak. It was noted that the patient would have a pump and catheter replacement after he recovered from the spine surgery. There was no patient injury; the patient recovered without sequela.

Manufacturer narrative:
Device interrogation upon receipt indicated that the pump was delivering baclofen (500 mcg/ml at 24.02 mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.